Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).

Event description:
It was reported the device red indicator light on the external electrode pad lights up. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. The asp evaluated the device and the user operation of it. The user was not following the correct procedure when using the paddles. The user was instructed on the proper procedure and the device performed normally. There was no device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a user problem. The reported problem was not confirmed. The device was not malfunctioning. The user was instructed on proper paddle operation and the device was returned to full operation. The investigation concludes that no further action is required at this time.